Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The inspection of the returned sample revealed that the foreign material is a metallic wire. The microscope investigation showed that the threaded part of the screw is missing some material. Moreover, the metallic wire has the same color as the screw. Additionally, the wire¿s length is equivalent to the missing material length in the threaded part of the screw. Therefore, it is probable that while tightening the screw the metallic wire came out. The wire came out most likely because the screw was inserted with too big of an angle, which could have caused the friction between the screw and a sharp part of the plate (the titanium lip for instance), leading to the removal of a part of the material. It has been determined this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the surgeon found the foreign material on this screw at opening of packaging. Instead of this, other one was used for a procedure. Procedure was completed successfully with no surgical delay or adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the surgeon found the foreign material on this screw at opening of packaging. Instead of this, other one was used for a procedure. Procedure was completed successfully with no surgical delay or adverse consequences reported.